Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro c-ring broke in half. The reporter stated that ¿the pa cut the c-ring with the hemopro too.¿ a piece of the c-ring fell in the pt¿s leg and was retrieved through the original incision. This occurred close to the end of the case, therefore, the same device was used to complete the procedure. The product is not returning as it was discarded. Note: the hospital was unable to provide an event date. They stated it happened ¿sometime last week.¿

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4).